Event description:
"S/p right mrm for stage ii breast cancer (nimx 2/23) 1987. Pt had chemo and has been med since. In 1988 the pt had right expander and left sq mastx (free na graft) with 450cc gels-the right expansion was completed-450cc cul gel 1989. In 1989 the pt had left open capsulotory for contracture and in 1992 the pt had excision right na 2e worrisome changes and right na reconstruction on a late date. The pt had right reconstruction currently pt c/o left changing in shape-2 yrs and ramping and burning pain x 1 1/2 yrs both are softer without history of trauma in addition the pt has developed progressive systemic symptoms. Over the last 5 yrs including arthraigias (+ am stiffness), myalgias, parenthesias/dysenthesias spasm, fatigue, sleep disturbances, sore throats, hot flashes/sweats, headaches, visual changes's, dizziness, chronaitis htn, increased cholesterol, wgt gain, gi disturbances, otherwise healthy."